Event description:
Patient received a charite artificial disc implant in june and progressed well. At clinical follow up 12-weeks out the x-ray showed that the inferior endplate had migrated anterior 7mm. Surgeon revised the pt removing the size 4 disc, and replacing it with a size 3. The iliac vein was nicked during the revision requiring one staple, and there was no adverse pt consequence. As surgical intervention occurred an MDR is being filed to document this event.